Event description:
It was reported that the customer had a blood glucose (bg) level of 52mg/dl. Reportedly the customer settings were entered into the pump incorrectly. The customer consumed carbohydrates to address bg.